Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the cath lab. The pt was to be transferred to another hospital. The transport team was taking the pt from the ambulance into the hospital and at that time the pump alarmed low battery with 20 mins. The pump alarmed again displaying 10 mins; however, the technicians believe the pump shut off sooner then 10 mins. The iab was connected to one of the hospitals' pumps and the iab therapy continued. There was no reported pt death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed for the time it took to switch the pump. There were no pt complications and the pt outcome is listed as ok.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.